Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lcx. The lesion was 80% stenosed with calcification and tortuosity. The lesion was pre-dilated with a sprinter rx once for 5 secs up to 11atms. No resistance was encountered at the lesion. The device was unable to cross the lesion and on removal it was noticed that the stent was damaged. Another endeavor resolute was used to complete the procedure. There was no patient injury reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 5th proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
(B)(4). Results, conclusions: stent deformation. 80% stenosed with calcification and tortuosity. Stent. (B)(4).